Event description:
It was reported that the patient was being monitored with a 3-lead ECG cable when they went into a ventricular fibrillation cardiac arrest. Defibrillation electrodes were applied to the patient; however the device prompted "connect cable" and defibrillation could not be performed. It was observed that a pin was broken off of the therapy cable and was lodged in the therapy connector. Another device was not available and the patient was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that a pin was missing from the therapy cable and was lodged in the therapy connector. Repair was declined by the customer and the device was returned to them unrepaired. The customer advised that the therapy connector assembly will be replaced and the device will be returned to use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A clinical specialist review of the reported event determined that the device use may have contributed to the outcome of the patient. Defibrillation was needed but provision of defibrillation was delayed greater than 30 seconds. The customer returned the damaged therapy cable to physio-control for further evaluation. Physio-control further evaluated the removed therapy cable at the failure analysis center and determined the cause of the failure to be due to a missing low voltage connector pin.